Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, a cause for the reported recurrent mr could not be determined. Additionally, the reported patient effect of mr is listed in the instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Date of event: date of event is an estimated date.

Event description:
This is filed to report the recurrent mitral regurgitation. It was reported that on (B)(6) 2021 the patient with grade 4 mixed etiology mitral regurgitation (mr) underwent the mitraclip procedure. One mitraclip was implanted reducing mr grade to 1-2. Three weeks after the clip procedure, an echocardiogram was performed which showed mr grade of 3. The clip remained stable on both leaflets. The cause of the mr is unknown as there is no new flail or prolapse. There is no suspected leaflet/chordal damage. The patient is not having any symptoms therefore, no treatment will be given at this time. The patient will continue to be monitored. No additional information was provided.